Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a female patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced neurological injuries. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(6) 2012, via medical records. On (B)(6) 2007, the patient complained of joint pains and tenderness and numbness and tingling of both lower extremities with paresthesias and burning. On (B)(6) 2010, the patient had been diagnosed with copper deficiency and neuropathy, likely cause by fixodent cream. On (B)(6) 2011, the patient's copper deficiency related to denture cream was slowly improving. On (B)(6) 2012, the patient thought her lupus was out of control. She was using a walker and a motorized wheelchair. The patient reported having a case involving denture cream, copper toxicity, and neuropathy. The patient still had a lot of numbness but less pain. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00039. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).